Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a circular artifact on patient images. There was no report of misrepresentation due to the circular artifact. Philips field service engineer (fse) evaluated the system and found that the teflon filter inside the a-plane collimator was broken. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse replaced the a-plane collimator to resolve the issue. The system is in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
The customer reported a circular artifact on patient images. There was no report of misrepresentation due to the circular artifact. Philips field service engineer (fse) evaluated the system and found that the teflon filter inside the a-plane collimator was broken. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The fse replaced the a-plane collimator to resolve the issue. The system is in clinical use. This issue has been determined not to be a reportable event.